Event description:
The physician doubled wired a mid lad/diagonal and pre-dilated the diagonal with a 2.5 mm balloon. D1-90% to 10% with b1 dissection. The lad was stented with a resolute integrity drug eluting stent. Intramural hematoma was noted distal but no dissection. This was followed by a second resolute integrity drug eluting stent. Vessel perforation was observed post stent angio. Physician stated there was no calcium, no balloon rupture, not difficult to pass, and that he thought it was a spasm prior to second stent placement or wire bias but was persistent despite ic cardizem , ntg and removal of wire. A balloon was then expanded at perforation site for 20 minutes. Another brand stent was placed across perforation when balloon was deflated. Patient was mostly stable when she left the table. She coded again in ICU and was revived successfully, vented and a pericardiocentesis was completed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-perforation. Device failure/lack of effectiveness related to patient condition-patient had a condition which resulted in weak coronary arteries. No results available since no evaluation performed- device or procedural images not provided for review. Conclusion: inherent risk of procedure- perforation; device failure/lack of effectiveness related to patient condition-patient had a condition which resulted in weak coronary arteries; unable to confirm complaint - device or procedural images not provided for review. (B)(4).